Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not able to fully inflate the device. Cylinder crossover was determined to be the cause and a surgical procedure was performed during which the physician removed and replaced the pump and cylinders. No further patient complications were reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Based on the information available the cause that contributed to the reported event cannot be established.